Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. It was identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. It is not known when the balloon was subjected to positive pressure. A longitudinal tear was detected in the balloon material stretching for approximately 38mm from 8mm proximal of the proximal edge of the distal markerband towards the mid-section of balloon. An examination of the balloon material identified no other issues which could potentially have contributed to this complaint. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and microscopic examination of the tip was completed. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. No other issues were identified during device analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the superficial femoral artery. A mustang 6.0 x 100mm, 75cm balloon catheter was advanced for dilation. However, on initial inflation at 24 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the superficial femoral artery. A mustang 6.0 x 100mm, 75cm balloon catheter was advanced for dilation. However, on initial inflation at 24 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.